Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with two 600cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The patient experienced a bump in her right breast, and mammogram performed on (B)(6) 2022 indicated right-sided rupture. The patient had a consultation with a healthcare professional on (B)(6) 2022, and a pre-operative consultation on (B)(6) 2022. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2022. Upon explantation, bilateral rupture was observed. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. On (B)(6) 2022, it was found that d.9. Fields on the initial report were not filled in correctly. Investigation summary : mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed a tear on the union between shell and patch. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4). The relevant fields have been updated.